Event description:
It was reported that there was noise seen intermittently on the egm (electrogram) signal. The ablation rf (radio-frequency) generator was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming visual inspections and electrical tests.